Event description:
A patient called for medical information and subsequently reported adverse events. The patient had placement of two cypher stents in unknown vessels for an unknown reason. Approximately two years after placement of the stents, the patient developed "high blood pressure" and "high cholesterol". He was prescribed norvasc 5mg daily and atenolol 25mg daily as treatment for the "high blood pressure". He was also treated with lipitor 80mg daily for the "high cholesterol". The events are unresolved. Also the consumer developed "difficulty breathing". Treatment included hospitalization and placement of two additional cypher stents to unknown vessels. The "difficulty breathing" resolved. No other information is available. Two stents were implanted in 2003 and three stents were implanted in the 2005 procedure.

Manufacturer narrative:
Please note that the customer provided the catalog numbers of four devices. Clarification was requested from the patient regarding which of the two devices were associated with the restenosis event. Lot numbers provided by the customer were those of the 2005 procedure. Therefore, pending clarification from the hospital where the procedure took place, the device associated with this event is classified as an unknown cypher. Upon receipt of additional information, this will be revised accordingly. In addition, this device is not available for testing and evaluation. This is one of two reports submitted for two unknown cypher stents associated with this patient under manufacturing number 3003742446-2009-0115.